Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: a piece of the blue seal broke off and fell into the pt. It was retrieved without incident. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no tissue damage or unanticipated tissue loss. No pt injury was reported.